Event description:
The patient was experiencing lack of effect. "The increasing of the daily dose yielded no success." Fluoroscopy revealed good passage into the intrathecal space. Aspiration of cerebrospinal fluid was performed. No volume discrpancies were noted at refill. The pump was replaced with another drug delivery pump. Cerebrospinal fluid was observed flowing through the catheter during revision. "Therapy seems to work well after replacement."